Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory was performed, which found no anomalies. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks following atrial fibrillation (af), which the implantable cardioverter defibrillator (ICD) inappropriately detected as ventricular fibrillation (vf). It was noted there was also right atrial (ra) lead undersensing and the pr logic algorithm should have discriminated the patient's rhythm and withheld delivery of therapy. The device will be reprogrammed at the next device check to resolve the atrial undersensing and the ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.